Event description:
Customer reported that a patient's sample containing anti-lua did not react with 0.8% resolve panel b lot vrb102, cell 16. No death or serious injury was associated with this incident.